Event description:
It was reported, that the customer experienced a "high" blood glucose (bg). Bg level was addressed with a correction bolus via the pump and manual injection. Reportedly, the cartridge and infusion set had been used beyond labeling. Tandem technical support, educated the customer on insulin labeling. Additionally, customer's basal rate setting required adjustment. Customer updated their pump settings to address the event. Customer continue to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. Every 72 hours if using novolog. H3 other text: device not returned.